Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the meshgraft ii serial number (B)(4) by a zimmer biomet certified service repair technician on (B)(6) 2020 revealed that the unit¿s cutter, roller, and screw needed to be replaced. The unit failed the sample graft mesh due to a dull cutter. Repair of the device was performed by a zimmer biomet certified service repair technician on (B)(6) 2020 which included replacement of the following: cutter: pn 06001810430, ln 63138597, screw: pn 06001810015, ln 62946545, roller: pn 06001810152, ln 64422174. Additional repairs include a recalibration of the unit. The device, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the unit was sent in for pm and found in need of repair. The cutter was defective, roller needed replaced, and a missing screw needs to be replaced. The event timing was not specified. This meshgraft-system has been sent in by our customer for a standard-maintenance. During maintenance it has been found that certain components are worn out and need to be replaced. This is a normal procedure - for this reason, items are sent in for maintenance to correct any defects before they cause a major problem. These defects discovered during maintenance have not caused any problems or endanger users or patients. No adverse event has been reported as a result of this malfunction.